Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging a onetouch verio iq meter was displaying inaccurate results when compared to the same meter. The patient reported obtaining a blood glucose value of "31.8 and 11.8 mmol/l" obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference between the results exceeds the expected value of (B)(4). The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient performed a meter vs. The same meter comparison where the calculated difference of the results meets lfs's criteria for accuracy reporting. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4):the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
No products are expected to be returned.